Event description:
Pt was scheduled for bilateral breast capsulectomy with prosthetic replacement. After both implants were removed, dr discovered that they were different sizes. Both implants were labeled as 360cc implants, however, the right implant circumference was smaller than the left. Replaced right implant with another 360cc implant.